Manufacturer narrative:
Unk lead model 3095 lot# unk serial# unknown implanted: unk explanted: unk; lead model 3031 lot# unk serial# unknown implanted: unk explanted: unk. (B)(4).

Event description:
Literature: osborne, j why did a patient die hours after interstim implantation surgery? The ic optimist, fall 2011, pg 5-9. Summary: the article presented a review of adverse events reported with patient's using the interstim device. Many of the events in the article were reported based on a review of the maude database. Reported event: it was reported in the article, a patient had experienced a massive heart attack after several days of device complications, lead detachment, and pain so severe that the patient could barely move. Additional information was found using the article references to the maude database (B)(4)). The maude report for the above event indicated the reporter's spouse had a neurostimulator interstim test implant. The lead wires became detached and they suffered intense pain from groin area to sternum region. The reporter informed the representative and the urologist four days later that the pain was so intense the patient could barely move and was sleeping sitting upright in a chair at night. The patient also experienced nausea and extreme fatigue. The patient was told by the urologist's office that they should continue with the wires implanted until the next doctor appointment three days later. The patient was told the wires had become dislodged and that was a common occurrence. The wires were removed and it was decided by the urologist that the patient would be scheduled for a permanent implant. The patient continued to suffer severe pain after the wires were removed. On the event date while driving to work, the patient had symptoms of heart problems. The patient drove themselves to the heart center and collapsed of a massive heart attack in the parking lot. Two cardiac physicians were on staff and were unable to revive the patient after 40 minutes. After reading the autopsy report, the family physician said the patient appeared to have died of electrical failure.